Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Vibrator defective. According to the customer something rattles inside. Customer suspects there is a broken part inside, since them vibrator is without function. New battery inserted but during the self-test no vibration. No adverse event alleged.a request was made for the return of the device.